Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra valve in the aortic position via right transfemoral artery, while advancing the delivery system, after valve alignment, when just meeting the annulus with the nose cone, the patient's pressure suddenly dropped. The imaging was panned out with the c-arm and the team realized that the delivery system kinked and ruptured through the greater curvature of the thoracic aortic wall. CPR was started and vascular surgery was called for backup. They were not able to control the bleeding and discontinued their efforts before being able to repair. The patient expired. After debriefing, the team thinks that this was caused by the severe bend in the thoracic aorta causing the system to buckle and rupture through a thin portion of the aortic wall.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation was completed. Due to the nature of this complaint, functional and dimensional testing was not performed on the returned device. The returned device was evaluated and following was observed: kink was observed on proximal balloon shaft, likely due to packaging. Kink was observed approximately 4.5' from flex tip. Flex tip gouges were observed. Provided 3mensio was evaluated and following was observed: tortuous aorta (circle) and calcification (arrows) present in the aorta bifurcation. Tortuous thoracic aorta (yellow line). Provided fluoroscopic imagery was evaluated and following was observed: delivery system appeared to be kinked/bent while navigating through the thoracic aorta. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. An engineering summary written by edwards lifesciences applies to this complaint event and establishes, through extensive complaint investigations, that difficulty tracking, crossing, or articulating the catheter through the anatomy has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. IFU and training materials provide adequate instructions on device use, risks, and precautions and manufacturing mitigations remain in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for unable to track system through anatomy was confirmed based on provided imagery. Available information suggests patient factors (tortuous thoracic aorta) likely contributed to the event as 3mensio revealed the presence of tortuosity in thoracic aorta. In this case, patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. The complaint for system component damaged was confirmed based on product evaluation. During procedure, it was noted that the delivery system was unable to track through patient's anatomy due to patient conditions (severe tortuous thoracic aorta). To overcome the resistance in the anatomy, the device may have been manipulated, potentially causing the delivery system to kink. As a result, the kinked device may have interacted with the vasculature while navigating through the anatomy and resulted into the potential injuries as reported. As such, available information suggests procedural factors (device manipulation) may have contributed to the complaint event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.